Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report that the instrument slid off the tissue and the knife continued to deploy, causing a tear of the parenchymal tissue; which could potentially be related to a product problem. Corrected information can be found in the following fields: b1 and annex g b1 updated from "adverse event" to "adverse event and product problem" annex g added g0405214 - staple and g04041 - cutter/blade.

Manufacturer narrative:
Isi has not received the sureform stapler instrument or the sureform stapler reload associated with this complaint. Isi has made additional attempts to contact the site and gather information. However, no additional information has been obtained as of the date of this report. Isi has reviewed the site¿s system logs with a procedure date of, (B)(6) 2020; the sureform 45 stapler instrument had fired two green sureform45 reloads. They were the first and 11th (last) firings in the case, and both were completed using the same sureform 45 stapler instrument. No related errors were identified in the logs. No images or videos were shared for the event. This complaint is reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure for a pulmonary nodule, while dissecting the lung tissue, when the surgeon fired the sureform 45 stapler instrument, it was reported that the instrument slid off the tissue and the knife continued to deploy causing a tear of the parenchymal tissue. At that time, the surgeon decided to convert the procedure to an open surgical procedure. The tear in the parenchyma was reportedly repaired with sutures. At this time, the cause of the reported incident is unknown. If additional information is received, a follow-up MDR will be submitted.

Event description:
On 20- apr- 2020, intuitive surgical, inc. (Isi) received sus voluntary report (B)(4) stating the following: ¿the patient was in the or undergoing a right robotic assisted procedure for a pulmonary nodule. Incision was made in the ninth intercostal space and an assistant port was placed in the 10th intercostal space posterior axillary line. The surgeon was at the robotic console and when he was ready to dissect the lung tissue off of the pulmonary artery from the fissure to the hilum, he slid the straight robotic stapler with green reload onto the tissue and clamped the stapler onto the parenchymal tissue. The surgeon saw the message ¿ready to fire¿ and when he fired the stapler it slid off the tissue and the knife continued to deploy causing a tear of the parenchymal tissue. Pressure was applied to control the bleeding. Out of concern for friable lymph nodes, blood loss and potential injury to the pulmonary artery, the procedure was converted to an open thoracotomy. The bleeding was controlled and the 2cm tear was repaired. A chest tube was placed. Estimated blood loss was 250 cc. The surgery was completed and the patient required an additional two days in the hospital. The sureform 45 straight stapler malfunctioned on the 5th fire of the stapler.¿ a review of the site's complaint history showed that on 27-mar-2020, the site had called in about a stapler issue during a lobectomy procedure. However, at the time of the call, there was no mention of parenchymal tear, or conversion of the procedure as in the details provided in the medwatch. The customer had just requested a field service engineer (fse) to check the system. An isi fse was dispatched to the customer site to further investigate the reported complaint. The system was tested and verified as ready for use with no issues found. Isi has made multiple attempts to contact the site to gather additional information; however, the site was unwilling to provide any additional information.

Manufacturer narrative:
Updated information can be found in the following fields: g4, g7, h2, and h10. Corrected information can be found in the following field: h10 the blank MDR fields section of field h10 on the initial report should have included the following: "the expiration date in section d4 is not applicable to the isi product."

Event description:
Refer to h10/h11 for follow-up information.